Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, the patient underwent anterior cervical discectomy and fusion (acdf)- extrapharyngeal anterolateral approach due to pre-op diagnosis of degenerative disk disease. Reportedly, on (B)(6) 2012, the patient complained of occasional neck pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.